Event description:
(B)(4). Started with long, heavy menstrual cycles, lasting up to 3 weeks. For a week right after I got the essure I had extremely bad stomach pain, so much I had to leave work. I still get those pains from time to time. I can not lose weight at all. I've tried all sorts of ways, I've never weighed this much. I passed really large blood clots, so much that I've had to change clothes several times. As well as leaving to go to doctor because I thought I was going to pass out. Worst decision I've ever made, I should have gone the traditional route.